Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly, the user's skin flap became too thick and the skin had to be thinned as the dl coil (even with cmd coil and magnet) would not hold any longer. The implant was also damaged as it was explanted as there was bone around the implant. The user has been re-implanted. The user will have their device activated in 4 weeks (end of april).

Event description:
Reportedly, the user's skin flap became too thick, and the skin had to be thinned as the dl coil (even with cmd coil and magnet) would not hold any longer. The problems were noted 3 years ago. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient experienced retention issues due to a too thick skin flap and underwent a revision surgery. However during the course of the revision surgery the device was explanted as the surgeon suspected a damage of the device. Reportedly there was bone growth around the implant housing, which might has contributed to the retention issues. Further in situ measurements showed two channels involved in a short circuit due to undetermined reasons. This is a final report.